Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient stated that the sensor was no longer reading on the continous glucose monitor (cgm). No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the sensor stopped reading was confirmed. A root cause could not be determined.